Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient's catheter migrated and the pump flipped. Surgical intervention was taken to replace the catheter and re-suture the pump in the pocket.